Event description:
From (B)(6) 2010 - (B)(6) 2010, multiple incidences occurred during procedures that involved a ventricular catheter accessory kit (vcak). The events were described as follows: during these 3 months, doctors have reported difficulty withdrawing a metal guide (stylet) from the silicone ventricular catheter. A similar issue occurred with the first trial, before entering the parenchyma of the brain (which is the test used when the nurse was preparing the system). When the catheter was placed into the brain, the physician was unable to remove the metal guide from the catheter or from the brain. The product was in contact with the pt. There was no pt injury or death with this report. The event did not lead to an increase in the surgery time. The same problem has occurred in more than 10 cases. Although the units are not available for an eval another unused unit will be returned for the eval.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.